Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported during a ria 2 procedure, inside the reamer the yellow disposable rod seal broke. It was very difficult to get the drive shaft out of the tube. Surgery was delayed 15 minutes. A new bone harvesting kit was opened. Procedure was successfully completed.

Manufacturer narrative:
J&j medtech is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which j&j medtech has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, j&j medtech or its employees that the report constitutes an admission that the device, j&j medtech, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: investigation summary: the product was not returned to medtech orthopaedics; however photos were provided for review. The photo investigation revealed that '03.404.000s, ria 2 bone harvesting kit l520 was broken. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the ria 2 bone harvesting kit l520 would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: manufacturing location: packaged, sterilized and released by: monument. Release to warehouse date: 24-oct-2024. Expiration date: 01-oct-2026. Part number: 03.404.000s, ria 2 bone harvesting kit 520mm sterile. Lot number: 40106p5 (sterile). Lot quantity: (B)(4). Review of the DHR file: production order traveler met all inspection acceptance criteria. A manufacturing record evaluation was performed for the finished device with batch number 40106p5. No nonconformities or manufacturing irregularities have identified related to the complaint condition. Component part(s) reviewed: part number: 03.404m012, ria ii ream rod/dr shaft seal. Lot number: 39504p4. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Part number: 03.404m014, irrigation tubing set. Lot number: 9671p01. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Part number: 03.404m015, suction tubing set. Lot number: 29738p7. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Part number: 03.404m033, ria ii graft filter. Lot number: 38349p8. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Part number: 03.404m010, ria ii manifold assembly. Lot number: 38349p6. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. A manufacturing record evaluation was performed for the finished device with batch number 40106p5. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that '03.404.000s, ria 2 bone harvesting kit l520 was broken. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the ria 2 bone harvesting kit l520 would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review release to warehouse date: 24-oct-2024 expiration date: 01-oct-2026 part number: 03.404.000s, ria 2 bone harvesting kit 520mm sterile lot number: 40106p5 (sterile) lot quantity: (B)(4) a manufacturing record evaluation was performed for the finished device with batch number 40106p5. No nonconformities or manufacturing irregularities have identified related to the complaint condition. Component part(s) reviewed: part number: 03.404m012, ria ii ream rod/dr shaft seal lot number: 39504p4 lot quantity: (B)(4). Part number: 03.404m014, irrigation tubing set lot number: 9671p01 lot quantity: (B)(4). Part number: 03.404m015, suction tubing set lot number: 29738p7 lot quantity: (B)(4). Part number: 03.404m033, ria ii graft filter lot number: 38349p8 lot quantity: (B)(4). Part number: 03.404m010, ria ii manifold assembly lot number: 38349p6. A manufacturing record evaluation was performed for the finished device with batch number 40106p5. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1 (manufacturing site name), h4. H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found manifold appears to be broken and twisted on the inside, bit was found inside the assembly. In addition, yellow fragments from the reaming rod seal were observed inside the manifold assembly, however seal was not returned for revision. Filter assembly, irrigation tubing set and suction tubing set were missing from the set returned. A complete potential cause for this condition cannot be established at the moment with the evidence provided. However, the surgical technique guide ria 2 (reamer irrigator aspirator) states on the following notes and recommendations for the assembly. Do not turn the power on when the drive shaft is disengaged from the tube assembly. Ensure the reaming rod seal with the black circle faces the distal end and insert it into the slot on the power driver end of drive shaft. The reaming rod seal is designed to be fully inserted into the slot of the drive shaft. Ensure the drive shaft is fully seated into the handle and cannot be pulled out. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional evaluation was not performed due to mating devices not being returned. The overall complaint was confirmed as the observed condition of the ria 2 bone harvesting kit l520 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part # 03.404.000s. Lot # 40106p5. Manufacturing site: werk selzach logistik. Release to warehouse date: 18.oct.2024. Supplier: (B)(4). Expiration date: 01.oct.2026. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.